Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2019 due to low blood glucose and seizure. Caller reported that the customer initially had high blood glucose and treated with a bolus delivery and then customer¿s blood glucose went low and customer had a seizure. Customer was treated with two glucagon shots prior to going to the hospital. Caller reported that the insulin pump did not alarm for low blood glucose until after the customer was having a seizure. Customer¿s blood glucose was 80 mg/dl when admitted to the hospital. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Caller was not able to troubleshoot due to insulin pump being with the customer at college. Insulin pump is expected to return for failure analysis.